Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue x3 and no sound was coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective and needed to be replaced. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.